Manufacturer narrative:
(B)(4). A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted.evaluation summary: one sample was available for evaluation. Visual inspection showed that the tubing had pulled out of the drip chamber outlet port. The reported condition was confirmed. Closer visual inspection under a microscope showed that there was no visible solvent plow ridge on the tubing end. The remaining solvent bond was pull tested with no non-conformity. The cause is due to a manufacturing issue. A CAPA has been opened to address this issue. If additional relevant information is obtained, then a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). The device has been received by baxter. The initial evaluation confirmed the reported condition but the evaluation has not yet been completed. Upon completion of baxter's investigation, a follow-up report will be submitted.

Event description:
It was reported that a clearlink secondary medication set had separated prior to use. Reportedly, the device had separated between the tubing and the drip chamber; however, there was no leak reported. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. Additional information was requested and is not available.